Event description:
It was reported by a company representative that the ventricular lead impedances were low. Additionally, the bipolar impedance was lower than the unipolar impedance. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.